Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed voltage test and passed. Performed pairing test with nordic device and passed. Performed share log review and no data was found. Performed bin file analysis and a loss of connection was found within the investigation window. The reported event of loss of connection was confirmed. The customer complaint was confirmed because there was an indication of transmitter loss of connection in the bin tool analysis.